Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited drop in longevity. Analysis showed that the device had no resets and no abnormal faults. The device power consumption of about 87 microwatts matches the battery calculator estimate of the same at 87 microwatts. The relatively high power appeared to be related to the auto capture settings, particularly in the left ventricular (lv). The device remains in service. No adverse patient effects reported.